Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that the patient feels a "sting" around the device incision. The patient also stated that a fall occurred after the implant procedure - which was about four years and seven months earlier - and it "ripped the screw out that held the (device) and wires in, and they tore loose." The patient can feel them and said "they had to work themselves out." Also when the patient drives on a bumpy road, it is painful each time a bump is hit. The patient stated a device check had been done however after contacting the device clinic on file, no record of patient follow-up was found in the clinic's system; no further information could be obtained. The device and leads remains in use. No further patient complications have been reported as a result of this event.